Manufacturer narrative:
Complaint eval: the initial customer service center (csc) investigation has not revealed an assignable cause for obtaining a troponin-I result of 9.7 ng/ml from a sample, which repeated at <0.3 ng/ml. Field service inspected the instrument & an additional investigation was performed on the customer's returned software disk. The liquid level sense logs were not located on the disk. Based on the info provided, it is not possible to determine an assignable cause. Analysis of trending was performed. There were no adverse trends observed in either 12 months overall complaints versus axsym analyzer or in pt results coded complaints. This is the final report.

Event description:
On 5/10/98 the account reported an erratic troponin I result of 9/7 ng/ml, which was run on the axsym analyzer. A flag was not generated with erratic result. The sample was retested on 5/11/98, giving <0.3 ng/ml. No treatment was given.